Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been returned. A technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-01867. It was reported that post a stenting treatment procedure, hypersensitivity occurred. In (B)(6) 2012, the patient had 2 promus element plus stents (2.5x28mm and 3.0x12mm) placed in the 1st diagonal artery and the left anterior descending artery. The patient is experiencing a "stinging-aching pain" in the area since the implant date. No further patient complications were reported.